Manufacturer narrative:
The returned product was not patent. The device did not meet the requirements for leak testing as the flow path from the drip chamber tubing to the main system stopcock luer arm was occluded. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that cerebrospinal fluid was not able to flow into the drainage bag. According to the report, the doctor replaced the device with a new device. Reportedly, there was no injury to the patient.